Event description:
In the past two days, the nurses have reported three different cases in which the cap (needleless valve-- side port) broke off of the manifold while the nurse was attempting to connect the IV tubing to the port. No samples were saved. The product code is 9526a, the lot number is unk.